Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of customer¿s device and verified the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up after successfully charging for defibrillation. The customer advised that after their device successfully charged to 360 joules, the display went blank and none of the buttons responded including the on/off button. The batteries in the device had to be removed in order to power the device off. A back up device was available to complete the call. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Event description:
The customer contacted physio-control to report that their device locked up after successfully charging for defibrillation. The customer advised that after their device successfully charged to 360 joules, the display went blank and none of the buttons responded including the on/off button. The batteries in the device had to be removed in order to power the device off. A back up device was available to complete the call. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Manufacturer narrative:
The initial medwatch report indicates: event problem and evaluation codes: code # 2692 ¿ na. Code # 1663 ¿ unlabeled. Physio-control performed an initial evaluation of customer¿s device and verified the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch report should indicate: event problem and evaluation codes: code # 2692 ¿ n.a code # 1663 ¿ unlabeled. Physio-control performed an initial evaluation of customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: physio-control further evaluated the customer¿s device and was unable to duplicate the reported issue. The cause of the reported issue could not be conclusively determined. A replacement device was provided to the customer.

Event description:
The customer contacted physio-control to report that their device locked up after successfully charging for defibrillation. The customer advised that after their device successfully charged to 360 joules, the display went blank and none of the buttons responded including the on/off button. The batteries in the device had to be removed in order to power the device off. A back up device was available to complete the call. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.